Event description:
Patient revised due to loosening of the femoral and tibial components, osteolysis, and polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.